Event description:
Metafix / trinity revision of the stem and biolox delta ceramic head after 8 days due to a non-corin cup migrating through the acetabulum. A non-corin liner was also revised.

Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), what was the patient doing when the cup migrated through the acetabulum, whether they had experienced any trauma (slips / falls etc., whether there was a reason why the metafix stem was revised, whether the patient also experiencing issues on the femoral side and an update on the patient post revision was requested in order to progress with an investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The post primary issue occurred with a non-corin device. There has been no reported malfunction of the corin devices. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The revision of the corin devices occurred due to a non-corin cup going through the acetabular wall at primary surgery. There has not been a malfunction or deterioration in the effectiveness of a corin device. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that this device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case- (B)(4) initial report: additional information including post primary and pre revision x-rays, operative notes (primary and revision), what was the patient doing when the cup migrated through the acetabulum, whether they had experienced any trauma (slips / falls etc., whether there was a reason why the metafix stem was revised, whether the patient also experiencing issues on the femoral side and an update on the patient post revision has been requested in order to progress with an investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The post primary issue occurred with a non-corin device. There has been no reported malfunction of the corin devices. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that this device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and biolox delta ceramic head after 8 days due to a non-corin cup migrating through the acetabulum. A non-corin liner was also revised.